Event description:
The stapler was applied by the doctor to sx site on the stomach. Upon activating the device to clamp down, the device made a loud sound and it was noted that the top white plastic pieces and separated. The doctor was unable to deactivate and unlock it.